Event description:
A customer reported a cartridge alarm 20, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, as it was still under warranty. The customer was informed about receiving a replacement pump with updated software and agreed to use mdi as backup therapy. Instructions on putting the pump into storage mode and returning it were provided, and the customer acknowledged them. The replacement pump was sent to the confirmed address.